Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed an electromagnetic interference (emi) signal which resulted in 3.5 seconds of pacing inhibition. The patient is dependent, but was not symptomatic as they also have a left ventricular assist device (lvad) implanted. At this time, the system remains implanted and there have been no further issues reported. The emi signal was present while the patient was at church and they were recommended to keep appropriate distance from the emi source going forward. No adverse patient effects were reported.